Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was loose on the balloon. The proximal end of the stent implant was 2 cm distal to the proximal marker. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the hypotube, 27.5 cm distal to the strain relief tubing. There were three kinks in the outer member, 7.2 cm, 8.8 cm, and 11.6 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The stylet and orange sheath were returned on the sds. A laser micrometer was used to measure the stent implant outer diameters. The stent implant outer diameters were oversized. A pin gauge was used to measure the inner diameter of the flared end of the returned sheath and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during removal of the protective sheath, the stent moved on the balloon. Quality assurance analysis confirmed that the stent implant was loose on the tightly folded balloon when received. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can become disrupted on the balloon and become loose/dislodged. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of the manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred during preparation/removal of the protective sheath. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, as all test samples from this lot passed stent movement. In this case, the information received and obtained through the product analysis, no conclusive root cause can be determined for the stent movement. The multiple kinks in the sds likely occurred during preparation for shipment back to abbott, as they were not included in the original complaint. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, after pulling back the stylet (protection sleeve), the stent moved away from the balloon. No additional event or patient information is available.